Event description:
It was reported while they were ablating atypical flutter, the catheter flipped back and perforated the left atrium. It was noticed on the ultrasound that the heart was not moving. There was electro-mechanical dissociation but the pt had a rhythm going. CPR was performed in the lab along with pericardiocentesis. The pt blood pressure came back and was sent to the or for repair of the perforation. As of 2009, the pt was still in the ICU and intubated with her sternum closed. The pt condition was satisfactory.

Manufacturer narrative:
It was also reported that another device, livewire, and were used during this procedure. The catheter was not returned for investigation.